Manufacturer narrative:
The investigation determined that a higher than expected valproic acid result was obtained from a non-vitros biorad quality control fluid processed using vitros valp reagent with a vitros 5600 integrated system. A definitive assignable cause could not be determined. A review of historical non-vitros quality control results confirmed acceptable performance of vitros valp reagent lot. In addition, a diagnostic within run precision test verified the vitros 5600 system performance. An ortho field engineer went on site and processed vitros tdm performance verifiers and biorad quality control fluids to access the performance of the system prior to any potential service actions. All vitros valp results obtained when processing the controls were acceptable indicating that vitros valp lot in combination with the vitros 5600 system was performing as expected and no service actions were warranted. There is no evidence to suggest the vitros 5600 system or vitros valp reagent lot contributed to the event. It is unknown if the customer properly handled the quality control fluid prior to processing on the vitros 5600 system. Improper fluid handling could not be ruled out as a potential contributing factor to the event.

Event description:
A customer obtained a higher than expected valproic acid (valp) result from a non-vitros biorad quality control fluid (biorad lot 40941 = 102.4 vs. Expected 69.3 ug/ml) using vitros valp reagent in combination with a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected valp result was generated from a non-patient fluid, however the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. (B)(4).